Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. Additionally, it was reported that the pump fill estimate was inaccurate. The customer's blood glucose level was 114 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (fill estimate) could not be verified.